Event description:
Medtronic received information via literature review that a study was performed to evaluate percutaneous aortic valve implants under sedation. The study population included 12 patients (predominantly male with a mean age of 83 years), all of which were implanted with medtronic transcatheter bioprosthetic valve (serial numbers not provided). Three had the procedure under general anesthetic and nine under sedation. There were no differences between the groups in terms of comorbidities and clinical characteristics. There were no significant differences in procedural success, procedure time, or hospital stay between the two groups. One patient developed a left femoral pseudoaneurysm after failure of a non-medtronic percutaneous suture closure necessitating prolonged manual compression. This was successfully repaired surgically. Pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).